Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having problems with their stimulation and the issue began a few months ago. Patient mentioned in the winter months they had a little bit more pain and not as much pain in the summer so they would tweak the stimulation one notch or try a different level in their back or find a, b, or c and find the areas that they drew towards a little bit more. Patient would go from a to c and go up maybe a point percentage. Patient didn't want to feel a direct buzz and they wanted to be able to feel the stimulation a little. Patient didn't feel the change in stimulation right away when adjusting the stimulation and it would take almost 24 hours to make a change. Patient would adjust the stimulation then feel a little bit of a difference when they woke up in the morning. Patient also mentioned they recently went on vacation and inquired if the security would screw up the implant. Agent reviewed security screening gate/wand information. Patient mentioned they charged every other day and they didn't want to completely deplete the implant because they would start to feel it. Agent understood this as pain. Agent redirected patient to their doctor (hcp) to address the issue. Additional information was received from patient who reported the cause of the stimulation issues was they forgot to turn off their device when they went through security at the airport which caused software issues. They reported they contacted a manufacturer representative (rep) who helped them resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.